Event description:
Patient reported shock delivered. Patient was transported to hospital ER. Per nurse patient left the hospital ER and they were unable to state if the patient had their device. Patient is currently unreachable. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.